Event description:
Asr revision, asr xl / resurfacing - unknown, unknown side, reason(s) for revision: unknown. Update: (B)(6) 2015 - changed doi to (B)(6) 2009 as per claimsuite update. Update: updated surgeon's name and hospital name and file handler name queried hip side, reason for revision and product details taken from email update (B)(6) 2015. Update: updating hip side as left hip. Product details unknown at this time. Taken from query 1 reply (B)(6) 2015. (B)(6) 2015 - update - rcvd product codes and lot numbers - asr resurfacing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).